Event description:
It was reported that the catheter became stuck in the artery, and broke during extraction. A direxion? Fathom?-16 system was selected for use in a pancreatic aneurysm embolization procedure to administer a non-boston scientific liquid embolic agent. The target vessel was moderately tortuous. At the end of the procedure, the catheter appeared to be stuck within the artery, making retrieval very difficult. During extraction, the physician applied force, and the middle portion of the nitinol sleeve of the direxion catheter broke. Despite the fracture, the entirety of the device was able to be withdrawn from the patient without additional intervention. The procedure was completed and there were no patient complications as a result of this event.